Manufacturer narrative:
(B)(4). Article citation: kong, yu xiang george, et al. ¿outcomes of xen45 gel stent using posterior small incision sub-tenon ab interno insertion (semi-open) technique.¿ eye, 2021. Crossref, doi:10.1038/s41433-021-01635-6. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of glaucoma progression and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event of gel stent blockage is a known adverse event addressed in the product labeling.

Event description:
The article "outcomes of xen45 gel stent using posterior small incision sub-tenon ab interno insertion (semi-open) technique" noted that a patient had a xen®45 gts implanted into the left eye and roughly seven months later went on to need a trabeculectomy. The reason for this additional glaucoma procedure was due to occlusion of xen lumen in which a yag laser procedure was used to manage, but the stent still ultimately failed.